Manufacturer narrative:
(B)(4). Batch # m54f8a. Additional information received: what is the current status of the patient? --- the patient had ileus and was in the hospital at (B)(6). What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- the doctor said he heard the sound such as crunch. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- no information. When was the safety removed prior to firing? --- no information. Were the donuts inspected? --- no information. Were there two complete tissue donuts? --- no information. Were all tissue layers present in both donuts? --- no information.

Manufacturer narrative:
(B)(4). Batch # m54f8a. The analysis results found that the cdh29a device arrived in good visual condition with only two staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and a test washer and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lap anterior resection, all deployed staples were unformed and the washer was uncut though the firing handle was fully grasped. The doctor confirmed that the indicator was within the green zone prior to firing. The device was used on the rectum. The doctor commented that there had been breaking noise when the washer would have been cut. Eventually, a temporary stoma was created to complete the case. The patient is staying the hospital.